Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the low voltage power supply circuit. The cable contact condition was also worked on to be improved. Further testing was performed and there was no abnormality identified. It is likely that the issue with the low voltage power supply contributed to the reported clinical observation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that at the beginning of the procedure, when the fiber was inserted all the way, the power to the main unit turned off. The fiber was replaced and the laser was restarted but the same issue persisted. There were no patient complications. The procedure was cancelled and the patient was already sedated. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that at the beginning of the procedure, when the fiber was inserted all the way, the power to the main unit turned off. The fiber was replaced and the laser was restarted but the same issue persisted. There were no patient complications. The procedure was cancelled and the patient was already sedated. This event is being reported for aborted/cancelled procedure with or unknown sedation.